Manufacturer narrative:
Product complaint (B)(4). Investigation summary:no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: h6 (patient). H6 patient code: no code available (3191) was used to capture joint instability.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Records report patient received an attune right total knee replacement during a revision of an unknown manufacturer's partial knee arthroplasty, for reason of pain caused by natural progression of arthritis. Since receiving his attune total knee replacement, the patient reports of increasing pain in the proximal medial tibia area of his knee, and a feeling of instability. Currently, records give no evidence of a revision surgery of the attune total knee, nor do they provide product or lot code information for the attune products. The cement manufacturer is also currently unknown. Doi: (B)(6) 2016; dor: unknown; (right knee).